Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test or test for battery out limit alarm due to motor error alarm. The insulin pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 353 mg/dl. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was performed. The device was returned for analysis.